Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 201c60. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and mechanical testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 201c60, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the customer that they could not get the device to fire. They got another device to complete the gyn case without patient harm.